Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr calibrated the airway pressure transducer and driver displacement indicator (ddi) and this resolved the reported low mean airway pressure (map) issue. The fsr ran the operational verification procedure (ovp) and the unit passed all tests. The unit meets manufacturer's specifications.

Event description:
The customer reported that the mean airway pressure (map) will not go below 9 cmh2o. There was no patient involvement associated with this reported issue.